Event description:
Sporadic stop of o2 flush function. Unit was already in use then set on manual ventilation, aux fresh gas lever activated... But nothing at the outlet when o2 flush button was pressed. (O2 pressure was read at 3.6 bars). The kion recovered it's functionality by itself on the second sequence of "switch on/off". (Without any intervention).